Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator and a handpiece. It was reported that during a procedure, a handpiece at the site had the coating stripping off and the tip fell off.  They completed the procedure with another device instead. There was no impact to the patient outcome.